Manufacturer narrative:
The investigation of the reported overexposure was completed. According to information received, that a patient and operator received high dose of radiation due to poor positioning of the grid. In general, the grid is held in place through a hook-spring mechanism when inserted into the flat detector (fd) to the full extend. A metal hook engages with an audible clicking sound, connecting the grid to the fd through a groove in the frame on the back of the grid. This effectively prevents the grid from falling when the system is in motion. The hook can be released by pressing the button on the side of the fd housing. Additionally, the fd is equipped with two springs on the side, producing a force holding the grid inside of the fd (after hook-spring mechanism is released) which must be overcome to insert or remove the grid. While grid is not fully locked and only held by the two frontal springs, the grid grips are visible and stick out of the inner slot. According to the information provided by the user in the report dated december 11th, 2024, the grid was unintentionally loosened probably during an emergency resuscitation procedure that took place on the november 30th, 2024. During an interventional procedure dated december 3rd, 2024, the user realized that the artis icono floor system was overexposing. The involved patient was monitored, and no health consequences were communicated. Siemens local service engineer visited the customer site to confirm the issue. During an inspection the engineer observed that the anti-scatter grid in the detector was incorrectly positioned. Therefore, incorrect insertion of the grid or external influences such as collisions with the c-arm, the proper fixation being loosened and vibrations during resuscitation measures could have impacted radiation dose. The grid indication (inserted/removed) is shown in the info area on the display in the control room and in the examination room. The grid icon appears crossed out in the event of incorrect positioning, with no change of color to call out or information popup. There is an indicator for correct positioning of the grid on the user interface as well. The operator manual provides adequate information on grid mounting: ¿it is recommended that the system is moved to a nearly anterior-posterior position for placing/removing the grid. If pushing the release button while the c-arm is angulated, the grid may fall down. Make sure to catch the grid when the c-arm is angulated. Inserting the grid in the fd - the grid is not inserted in the flat detector. 1 check the label on the grid to ensure that you have the correct grid in place. 2 insert the grid into the fd housing. 3 pay attention to correct orientation: ensure that the arrows on the grid point toward the detector. Ensure that the label on the grid points toward the patient. 4 pay attention to correct locking: insert the grid till mechanical stop so that it audibly engages. Caution if the grid falls down or is not handled properly, it usually gets damaged. Risk of invisible damage and impaired image quality. - handle the grid with special care and replace if damaged.¿ the relevant root cause for the non-conformity was determined to be incorrect positioning of the grid, which was re-inserted by the engineer, and no reoccurrence has been observed. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of an incident that occurred while using the artis icono floor unit. The customer reported that during a coronary procedure the patient and the operator had received a high dose of radiation. The patient was informed about the risks of overexposure. Detailed clarifications of this event are currently ongoing as siemens has requested additional information in order to investigate the reported event.